Manufacturer narrative:
The investigation into saturated flow and pump stop has been completed. The impella device was not returned for evaluation. Data logs were reviewed and the logs shows gradual increase in purge pressure over approximately 10 hours before ¿high purge pressure¿ alarms are triggered. Motor current started to rise 2 hours before pump stop occurred. Pump flow also becomes saturated at during motor current rise with purge pressure high. Pump flows became fully saturated after a 30-minute rise in pump flow and a pump stop occurred 2 hours after saturated flows were noted. Clinical details noted that after high purge pressure alarms occurred, motor current increased and pump flows increased to 5.2l/min at p-7. The root cause of the saturated flow was most likely due to biomaterial. The root cause of the pump stop was most likely due to biomaterial build-up leading to cascading events of high purge pressure then motor current rise before pump stop occurred. Instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ g1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22204.

Event description:
The complainant reported a 64-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the impella 5.5 had high purge pressure system blocked alarm. The motor current and flows increased. Tissue plasminogen activator (tpa) was started but impella stopped then restarted multiple times, ultimately not being able to be restarted. The impella was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high-risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.